Manufacturer narrative:
Correction: the us reportability aware date has been updated to 11/06/2025 based on the clip failure test performed in failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical nephrectomy procedure, the cable became loose during the intervention. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed and had " the cable became loose during the intervention ". The instrument was found to have a loose grip cable at the proximal end in the backend of the clip applier. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Probable root cause of this failure is attributed to a loose grip cable at the proximal end.